Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump did not vibrate. The customer reported that self test was performed and the insulin pump sis not vibrate during the self test. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump unable to vibrate due to corroded vibrator motor terminals. No error 63 found in history file.